Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the freestyle libre sensor detached after 1 day of wear. The customer reported self-treating with insulin, without readings due to sensor detachment, and subsequently fell into hypoglycemia. The customer had contact with a healthcare professional, who administered glucose as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report: h10 was updated as initial submission erroneously indicated dhrs for sensor were reviewed.

Event description:
The customer reported that the freestyle libre sensor detached after 1 day of wear. The customer reported self-treating with insulin, without readings due to sensor detachment, and subsequently fell into hypoglycemia. The customer had contact with a healthcare professional, who administered glucose as treatment. There was no report of death or permanent injury associated with this event.